Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps (bmf) reached end of life, and a ¿last instrument¿ message was triggered at the beginning of the procedure. After one hour, toward the end of the surgery, thebmf wire broke. The instrument was removed per the broken instrument protocol. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.